Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a saphenous vein graft with heavy tortuosity and heavy calcification. A 5x13mm ultra stent system was advanced toward the target lesion when the physician noticed that the stent had dislodged and was no longer on the balloon but was still on the guide wire. No resistance was noted prior to dislodgement. An unsuccessful attempt was made to use the stent system balloon to push the stent toward the target lesion. The stent system was removed and a 5x18mm ultra stent system was advanced. However, the 5x18mm ultra failed to cross the due to the anatomy so the device was removed. An unspecified balloon was advanced and the physician noticed that the dislodged stent had migrated down the guide wire toward the target site. Thus, the balloon was used to expand the stent enough that the stent would stay put and the balloon was removed. A larger unspecified balloon was advanced and was able to fully expand the dislodged stent in the target lesion and the case was completed. There was no clinically significant delay in the procedure. No additional information was provided.